Event description:
It was reported that during a selenia dimensions procedure on may 23rd, the c-arm locks up when a system error happened. The c-arm also did not properly return to zero. A field engineer examined the equipment and determined that the tomo arm does not go to zero and the c-arm rotated to 180° on its own. Due to left switch lockout faults. The field engineer replaced the c-arm transition and control boards and calibrated them as per hologic specifications. The system passed all tests and meets the manufacturer´s specifications. No patient or staff injury reported. No other information is available.